Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the fall. Patient stated that they were in hospital with severe pain down one leg. Patient stated that they had not been able to determine what was causing it. Patient had been trying to call representative and doctor but no success. Patient stated not sure if a nerve was hit or what. Patient stated that it all started tuesday got to point where could not walk and went to urgent care and they went to ER since wednesday. There were no complications or that no further complications were reported. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va185j1, implanted: (B)(6)2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had a couple of problems with severe pain down the leg. Patient had spent a week in the hospital a few weeks after the device implant because they had a stent implanted in their groin area to keep the blood flow to their leg open and patient was put on alquist for about 3 months. It was noted that patient was not sure at that time whether the pain was from the device or it was from the stent and was having a blood clot. Patient said they did every kind of testing possible including x-rays of the implanted device and the only thing they could think would be causing it was that the lead was hitting a nerve. Patient reported that the manufacturer's representative (rep) came and reset the device on another setting, however within a matter of a week or two, patient started to have that pain again in another location and it was so severe they could not walk. When patient turned off the device, the pain went away but now they were having a problem with their bowels again because the therapy was turned off. Patient's bowels were constantly giving them urinary tract infections (utis). Patient wondered if anyone else had experienced pain down the leg, and potential known adverse events were reviewed. Patient also wanted to know if it was possible to experience burning at the ins site, and potential adverse events to have pain or discomfort at the ins site were reviewed. Patient stated that they just recently started to get a little burning sensation near the ins site. The patient's primary care physician thinks the rep should turn it back on again but if patient continued to have the pain, they may need to move the lead. Patient stated that they tried to turn the therapy back on again several times themselves, but they were not able to and patient was not sure why they were not able to, because they thought they were using the patient programmer (pp) correctly. Patient also mentioned they visited their managing health care professional (hcp)'s office and patient was told they could go in anytime to meet when the rep was available. It was noted that patient had no access to a pp because they were driving at the time of the report. Patient was redirected to hcp regarding scheduling to meet with the rep and therapy concerns. Patient would be calling back for assistance/troubleshooting with their pp to determine why they were not able to turn the therapy back on. Patient called back for assistance turning their ins back on, patient connected with pp and it showed the ins was off. Patient explained that the ins was off because they were having pain in their legs twice, and that patient had met with the rep for reprogramming and it happened again. At the time of the report, stimulation was turned down to zero first, then had the patient turn ins on and increase stimulation. Patient increased to 0.6v, and said they felt it and would stay there. Patient noted that they would monitor symptoms and increase if needed. Turning pp off was also reviewed. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient reported that they admitted to the hospital for leg pain. Patient stated the steps taking to resolve the severe leg pain was that the program was changed and ¿nuere medication¿. Patient was now experiencing foot pain. They turned off the device and the pain went away. Patient¿s weight at the time of the event was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient had been sent to the hospital by ambulance and was taking temporary muscle relaxants. The manufacturer representative changed settings. The pain occurred a second time and the patient turned off the device. No further complications were reported.